Manufacturer narrative:
The reported events of lead dislodgement due to twiddler's syndrome, inadequate shock, failure to capture, and r-wave amplitude variation problem were not confirmed. A complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque was applied to the connector pin. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-37441. Related manufacturer reference number: 2017865-2021-37449. Related manufacturer reference number: 2017865-2021-37453. It was reported that a patient presented in clinic for a follow-up appointment. The patient had twiddled with her implantable cardioverter defibrillator (ICD) and it was discovered by chest x-ray that her right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were dislodged due to twiddler's syndrome. The patient was shocked by the rv lead due to the dislodgement. All 3 leads had no capture and poor sensing. No symptoms reported. The physician elected to explant and replace all 3 leads. The patient was stable throughout procedure.